Event description:
A voluntary medwatch (mw5172527) was received by the manufacturer on 7/22/2025. The manufacturer received information alleging patient used device for 3 ½ years and have had progressive slurred speech and shortness of breath. Now, patient suffering with trouble talking, walking, and breathing. Additionally, patient visited with 2 neurologists, a pulmonologist and a cardiologist but medical center is unable to determine the cause of patient's condition yet. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a voluntary medwatch (mw5172527) on 7/22/2025. The manufacturer received information alleging patient used device for 3 ½ years and have had progressive slurred speech and shortness of breath. Now, patient suffering with trouble talking, walking, and breathing. Additionally, patient visited with 2 neurologists, a pulmonologist and a cardiologist but medical center is unable to determine the cause of patient's condition yet. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Box g and box h has been updated/ corrected.